Event description:
Event description guidant received information that this right ventricular endocardial lead exhibited noise and oversensing, leading to three nonsustained events at varying times. The oversensing caused inhibition of pacing but the patient has an escape rate of 40 beats per minute. Noise was noted on both the rate/sense and shock portions of the lead and was unable to be recreated with arm movements. This patient is currently in the clinic for cardioversion due to atrial fibrillation.